Event description:
Additional information reported that ¿on the day of implant and the day after¿ implant there were ¿no high impedances.¿ it was stated that two weeks after the implant procedure that electrodes 7 and 8 ¿showed high impedances¿ and that two months after implant electrodes 7, 8, and 9 ¿showed high impedances.¿ it was reported the patient¿s stimulation had previously ¿stopped while rising from bed.¿ it was noted there were no strange movements or accidents that could have otherwise affected the system.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# unknown, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant product: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014 product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the patient was receiving effective therapy at the time of follow-up. It was stated the high impedances had resolved following the replacement of the patient's extension. It was reported that stimulation had not been present with the patient's removed extension and that stimulation was present with the patient's new extension.

Manufacturer narrative:
Device evaluation: analysis of the extension found no anomaly. It was noted that impedance testing found that ¿normal impedances were measured on all circuits and electrode pair combinations.¿

Event description:
It was reported that high impedances of ¿>10000, 20000, and 40000¿ ohms were measured on the patient¿s system. It was further reported that impedance testing in the operating room found that electrodes 5 and 6 were ¿out of limits¿ while testing the patient¿s extension and lead. It was stated that when only the lead was tested that electrode 5 was the only out of limit electrode found. It was reported the patient¿s extension was then explanted and replaced, while the patient¿s lead remained in place and was "programmed with one electrode defective." It was stated the patient had experienced ¿less than 50% therapy relief¿ at their extension and lead locations as a result of the event. It was noted the patient was alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.